Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Mps reported that arm is jerking on j6, passes pre-surg checks but unable to pass registration most of the time, when he finally passed the last dot in the cube after working on it for a while, he still couldn't pass verification. Surgery completed manually. Case type: tha. Surgical delay: 5 minutes.

Manufacturer narrative:
Reported event: mps reported that arm is jerking on j6, passes pre-surg checks but unable to pass registration most of the time, when he finally passed the last dot in the cube after working on it for a while, he still couldn't pass verification. Surgery completed manually. Case type: tha. Update: "1. Please estimate any surgical delay, even if under a minute: 5 minutes product evaluation and results: as per work order, instructed staff to watch the camera angle, watch the or lighting, watch for the seam in the floor. After the scrub tech had consecutive failing registrations I interjected and proposed a new angle and repositioning of the or lights which lead to a successful registration. System investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Product history review: a review of device history records shows that on 02/18/09 1 device was inspected and 1 device was placed on: npr. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209999 , l/n rob151 shows no additional complaints related to the failure in this investigation. Conclusion: the failure is not confirmed via inspection. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Mps reported that arm is jerking on j6, passes pre-surg checks but unable to pass registration most of the time, when he finally passed the last dot in the cube after working on it for a while, he still couldn't pass verification. Surgery completed manually. Case type: tha. Surgical delay: 5 minutes.